Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the hepatic artery using pod packing coils (pod pcs), two non-penumbra microcatheters, and a non-penumbra guidewire. It was noted that the patient''s anatomy was highly tortuous. During the procedure, the physician introduced both the microcatheters, during which he moved the first microcatheter back and forth several times while advancing to the target location. The first microcatheter and the guidewire were then removed from the patient. Resistance was then experienced advancing a pod pc approximately 10 cm inside the second microcatheter. The physician then decided to remove the pod pc and second microcatheter. The procedure was completed using a lantern delivery microcatheter (lantern), another pod pc, and two ruby coils. There was no report of an adverse effect to the patient.